Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading low, so they took some sugars. When the patient got home, they felt sick and checked their bg and the meter was reading 30 mmol/l while the cgm was still showing low. The patient administered themselves with insulin, recovered and removed the sensor. At the time of contact, the patient was doing fine. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.